Manufacturer narrative:
Device was received with the cutting edge basket broken free and the broken piece was also returned. Magnification of the cutting edge shows it to be dull and worn. Device appears to have been serviced by an unauthorized party as the handle is shiny and has been marked with a reference number. Sharpening of the edge is inconsistent with that of our servicing as the amount of material remaining on the edge does not meet our specification. It was confirmed that the last service for this device by smith & nephew appears to be 2002. Therefore, the conclusion is improper maintenance. After further review of the info reported by the user facility, there was a one-hr delay in the procedure and add'l incision was made to remove the broken piece of the device. Therefore, this incident was determined to be reportable thus initiating this medwatch report.

Event description:
It was reported that the cutting edge basket broke free during a knee arthroscopy procedure. An x-ray was taken to locate the piece, and it was in the external compartment and not accessible. There was a one-hr delay as it was necessary to make an incision in the back of the knee in order to retrieve the broken piece. No other info is available for this incident.